Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer via a manufacturer representative reported a suspected overdischarge. The consumer had not charged for around three months. A power on reset was noted. An appointment date was to be determined. The consumer was alive with no injury and no surgical intervention had occurred. No further outcome was available. Further follow-up was conducted to obtain this information; if additional information is received the event will be updated. Additional information received from the manufacturer's representative (rep) reported the patient was scheduled to be seen on (B)(6) 2015. Prior to this, the patient was out of town and was unable to meet with the rep. Additional information received from the manufacturer representative reported that overdischarge was alleged. The manufacturer representative was scheduled to meet with the patient on (B)(6) 2015 to try a physician mode recharge (pmr). It was later reported that the implantable neurostimulator (ins) was still not responding after the fourth pmr. Records showed potential overdischarge on (B)(6) 2014 and (B)(6) 2015. It was noted that it make take more pmrs to get the patient out of overdischarge, if this was the patient's third overdischarge. If this was the third overdischarge, the patient will get end of service (eos) once the device was brought out of overdischarge and the power on reset (por) was cleared. Use of the antenna locate (al) feature and the potential for overstimulation were reviewed. When asked whether the device was brought out of overdischarge and therapy resumed, a second manufacturer representative responded "no." The healthcare professional opted to replace the ins, however, the procedure was not yet scheduled as of (B)(6) 2015. If additional information is received, a follow up report will be sent. The patient's indications for use included cervical/neck and spinal pain.